Event description:
Per the clinic, the patient experienced skin breakdown and wound dehiscence at implant site, exposing the implant internal magnet (specific date not reported). The patient also developed an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.